Event description:
Complainant alleged that during functional testing, the device intermittently failed to power on. If battery is installed and device is powered on, the device will not power on. If the device is in "on" position and battery is dropped into the battery well, the device will power on appropriately. Complainant indicated that there was no pt involvement in the reported malfunction.